Event description:
It was reported that the handpiece overheated. Attempts have been made but no further information has been attained from the account. Information regarding patient involvement and adverse consequences was not available.

Manufacturer narrative:
Internal components were evaluated and extensive corrosion was discovered an various internal components. The presence of corrosion can lead to increased friction between rotating components, resulting in heat being generated.